Event description:
Discordant glucose results were obtained on an advia 1800 for 13 patients. The results were reported to the healthcare provider(s). The pt samples were repeated on the same advia 1800 instrument and the corrected results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant glucose results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined there were no instrument issues that could have caused this problem. The actual root cause appeared to be operator error - improper mixing of reagent 2 (r2). Subsequently the customer properly mixed reagent 2 and the system was determined to be operational. The instrument is performing within specifications and no further eval of the device is required.